Event description:
The pt reported that the buttons were not responding on the keypad. The ok button was worn and felt flat and hard when pressed. The up and down arrow buttons were sticking, causing a rapid scroll. The reporter denies that the keypad was damaged or exposed to water or cleaning products. The pt states that he could potentially bolus himself the incorrect dose using keypad.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad was swollen. All keys were intermittently responding and required excessive force to activate. The keypad was removed and the "up" key contact was observed to be misaligned. Additionally, there was evidence of keypad adhesive found under all key contacts.